Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients suture holding the paddle leads in place came loose causing inadequate stimulation. The physician believed it was not device related. The patient underwent a revision procedure wherein the lead was replaced. The patient was doing well post-operatively. Explanted device will not be returned.